Manufacturer narrative:
H.6. Investigation: no photos or samples were available. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 9076761 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Since no samples displaying the reported condition were received a potential root cause could not be defined and no corrective actions are necessary at this time.

Event description:
It was reported that syringe 1ml s/t w/ndl 26x5/8 rb stopper was defective. This was discovered before use. The following information was provided by the initial reporter: material no: 309597. Batch no: 9076761. It was reported that one syringe had a black stopper that was melted and dissolved, and another syringe had a defected plastic cap.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 1ml s/t w/ndl 26x5/8 rb stopper was defective. This was discovered before use. The following information was provided by the initial reporter: material no: 309597, batch no: 9076761. It was reported that one syringe had a black stopper that was melted and dissolved, and another syringe had a defected plastic cap.